Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose of over 600 mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 1600mg/dl in the hospital. Customer had symptoms such as vomiting, weak and dehydrated. Customer was treated that with intravenous drip. Drive support cap was normal. Self test was completed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.